Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Patient called to report a left side capsular contracture baker grade iii with "pain, hardness on the lower part of my breast and towards the left". Patient reported treatment included montelukast medication. The device remains implanted.